Event description:
Home patient (hp) reports leak at connection of transfer set and patient line extension noted during apd treatment. Hp reports being treated with prophylactic antibiotics the following day at unit. Rn, however, reports hp went to emergency room night of incident, was admitted for observation, and was released the following day. Rn reports hp was treated with vancomycin, dosage unknown, prophylactically. Rn reports no infection was noted as solution bag was not cloudy. Rn reports hp has responded to treatment with no resulting injury.